Event description:
It was reported that during explant, a loss of output was observed on the pulse generator when electrocautery was used. When electrocautery was stopped, output resumed. The device was successfully explanted. No replacement device was implanted due to the patient being treated with antibiotics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.